Event description:
It was reported that the lead had noise and an apparent insulation breach. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the proximal conductor was fractured. It was also noted that there was blood/body fluid on all conductors (not obstructed), all insulators were breached from a clavicle-rib crush, the outer insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.